Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had a missing cannula. Blood glucose level at the time of the incident was 7 mmol/l. It was stated the sensor and insulin pump have connection issues. Customer was advised to manually search for sensor in sensor settings but it was not found. When sensor was removed the sensor cannula was missing. The sensor was not returned for analysis.